Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (gel leak- no alarm) was confirmed. As received, gel was leading from one blister in the front therapy electrode. The belt was otherwise fully functional. It is unknown whether the leaking gel caused or contributed to that patient's fungal infection.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female patient contacted zoll customer support to report that her electrode belt is leaking gel, and she has developed a fungal infection in the same area. The patient's doctor had prescribed cream for the infection. Zoll customer support advised the patient to ensure the cream was absorbed in the skin before putting the device back on and reminded her that she can leave the lifevest off for up to an hour each day with supervision. The patient was sent a replacement belt. No additional follow-up documented.